Event description:
Operating room staff setting up for ankle arthroscopy. When opening the arthrex pump tubing, item #ar-6410, lot #78768643. A hair was found within the packaging. No patient impact, pt not in room. (B)(4) (arthrex reps) on site, notified and remove the item from the room. Arthrex reps took item for their investigation.